Event description:
It was reported that during an implant procedure, this right atrial (ra) lead exhibited high out of range pacing impedance measurements in multiple positions in the heart. During an attempt to reposition the ra lead, the helix would not rotate properly. The ra lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported. The ra lead is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Event description:
It was reported that during an implant procedure, this right atrial (ra) lead exhibited high out of range pacing impedance measurements in multiple positions in the heart. During an attempt to reposition the ra lead, the helix would not rotate properly. The ra lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported. The ra lead is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. The helix allegation was confirmed as dried blood/body fluid was observed in the helix housing, preventing direct testing of the helix mechanism.

Event description:
It was reported that during an implant procedure, this right atrial (ra) lead exhibited high out of range pacing impedance measurements in multiple positions in the heart. During an attempt to reposition the ra lead, the helix would not rotate properly. The ra lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.